Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress. Evaluation in progress.

Event description:
Distributor reported on behalf of the product user that during suctioning, the tracheostomy tube broke in half. A replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
The reported tracheostomy tube was returned for investigation. During investigation, the lot for the returned device was found, gs020363. A review of the device history record found no non-conformities during manufacturing. Visual inspection found that the device split horizontally along the internal wiring. The split was located on the proximal side of the shaft, above the neck flange. Approximately 5mm above the split, a faint marking on the outside of the shaft was observed. The mark appeared to be from a scratch or the start of a break. Investigation was unable to determine the root cause of the break and scratch on the device shaft. (B)(4).